Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint cannot be confirmed as the implant coil is attached to the delivery pusher. The most likely root cause could not be determined. Mv ref.: (B)(4).

Event description:
It was reported that during an embolization treatment, resistance was encountered during positioning in the proximal end of the microcatheter. The coil prematurely detached from the delivery pusher partially within the microcatheter at the hub. The device was removed from the catheter without incident. A new coil was advanced successfully. No patient harm or injury was reported.